Event description:
It was reported that the battery gauge showed zero bars and when placed in a battery charger, the led for the slot turned red. The battery was replaced with a loaner.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery not being able to charge was confirmed via product testing. The heartmate 14 volt lithium ion battery serial #: (B)(4) was returned for analysis and no log files were submitted. The 14v battery was not able to charge in a test ubc. The 14v battery was not able to operate on a mock loop with a test clip and test system controller. The 14v battery was opened and it was observed that a diode on the circuit board had significant damage. Damage to this component would cause the observed charging and communication issues to the battery. The root cause of the reported charging issue was determined to be from a damaged component on the circuit board. The root cause of the damage to the board was unable to be determined in this analysis. The 14v battery serial #: (B)(4) was inspected and accepted into the abbott pleasanton receiving inspection storage location on 28jul2022. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.